Event description:
It was reported after successful placement of this drainage catheter, fluoroscopic examination revealed the distal 2-3 centimeters of the .018 guidewire remained attached to the pig tail of the catheter. No retrieval of the detached wire was attempted. Removal will occur during scheduled removal of the drainage catheter. No pt complications resulted from this event. This device remains in the pt, therefore, no failure analysis is available. User technique and/or pt anatomy may have contributed to this event. However, without evaluating the device co is unable to determine the exact cause for this event. C0's directions for use state: "caution: withdrawal of the .018"/.038" guidewires should be smooth and without resistance. If resistance is felt, carefully remove guidewire(s) and system as a unit."